Event description:
Boston scientific received information that at a follow-up in (B)(6) 2011, this pacemaker's battery status was good, with a magnet rate of 90bpm and remaining longevity of 2 years. The next follow-up was scheduled for 6 months later. At the (B)(6) 2012 follow-up, the battery status was end of life (eol). The pacemaker showed that it reached eol in (B)(6) 2011. The magnetic rate was 85bpm. This pacemaker was replaced without adverse event for the patient.

Manufacturer narrative:
This device will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.